Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) during insulin delivery. Customer's blood glucose level was 180 mg/dl. The customer declined follow up contact from tandem technical support to determine if the customer obtained a backup method of insulin therapy.